Event description:
Subsequent to the initial medwatch, the following information was received: on (B)(6) 2011, the patient experienced a stroke and was treated with tissue plasminogen activator (tpa). On (B)(6) 2011, the stroke symptoms resolved. On (B)(6) 2011, the patient was taken to the catheter lab where a non-abbott stent was implanted inside the fractured, 90% stenosed xact stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent fracture can be a result of, but not limited to, stent material, heavy calcification, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency. All xact stents are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested verify proper stent deployment. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 33 months post xact stent implantation in the right internal carotid artery, the patient experienced a stroke. Angiogram revealed a type iii stent fracture with stenosis at the fracture site. (B)(6) 2011, a stent was placed to treat the stent fracture and restenosis. There was no adverse sequela reported. There was no additional information provided.